Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. There was no product or data logs returned. Without the product, the root cause of the purge leak - pump could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and approximately three days after start of the support, a fluid leak was discovered at the infusion filter of an implanted impella cp pump. No alarms were noted on the automated impella controller, and the functionality of the pump remained unaffected. The staff was advised to replace the pump due to the leak, but the physician declined due to the patient's instability. The pump remained in use despite the noted leak. There was no report or indication of harm to the patient as a result of the event. Eventually, the patient was successfully weaned and the impella cp device was explanted.